Event description:
Rn pulled vanishpoint 1ml insulin syringe (infor number 220090) for insulin administration. Rubber stopper noted to be displaced rendering syringe unusable. Device sequestered. No other noted to have issue in unit stock. Lot number m210802.